Event description:
The pt reported blood glucose results of 296 mg/dl and 96 mg/dl with a lifescan meter, performed within 10 minutes of each other. The pt was unable or unwilling to describe if they had any symptoms during the time of concern. They decided to visit their physician's office and a result of 85 mg/dl was obtained on the hcp meter. No treatment was administered. The pt neither alleged harm nor experienced injury or medical intervention. The customer service representative was unable to troubleshoot, as the pt did not have control solution. The pt's meter and test strips were replaced.